Manufacturer narrative:
Only the distal portion of the lead was returned in one piece measuring 37.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing of noise was observed on the right ventricular lead, which inhibited pacing. The lead was explanted and replaced. The patient was stable before, during and after procedure.